Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found that the perforations on the outer box were torn. A corner flange on the outer tray was fractured. The inner cavity and seal was still intact. The sterility of the product is still intact. The reported issue is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner sterile packaging is compromised. Attempts have been made and additional information on the reported event is unavailable at this time.